Event description:
It was reported that during a low anterior resection procedure, at trying to cut the rectum, the device had not stapled inside. Patient received a colostomy.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.